Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the patient-device interaction problem was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be an unintentional use error as the pump was accidentally pulled back from lv into the aorta.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
While in the cath lab, patient developed hematoma over impella site after repositioning unit was advanced into right femoral artery. Manual pressure was applied to the site by physician with quick resolution of the hematoma, no bleeding was noted from impella site. No blood products were transfused for treatment of the hematoma.

Event description:
An impella cp was inserted via the femoral artery to support the 62 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. In addition to the left sided cp the patient was supported by the right sided impella rp flex. Prior to pump insertion the patient had inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. The cp was placed in the catheterization lab and had a minor bleed/hematoma develop that required no intervention beyond a manual hold. Manual pressure was applied to the site by physician with quick resolution of the hematoma, no bleeding was noted from impella site. No blood products were transfused for treatment of the hematoma. The coronary procedure was completed and the patient was transferred off the table to the transport stretcher and pulled the pump out of position. The pump pulled at the table despite being appropriately secured/tuohy closed. The team made decision not to recross the valve wirelessly, and rather to explant the pump and achieve groin hemostasis with the manta closure device. The pump was not replaced as the patient was stable post explant.

Manufacturer narrative:
B5: added updated clinical review. D4: corrected the catalog number and serial number. H6: added code a01.

Event description:
An impella cp was inserted via the femoral artery to support the 62 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. In addition to the left sided cp the patient was supported by the right sided impella rp flex. Prior to pump insertion the patient had inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. The cp was placed in the catheterization lab and had a minor bleed/hematoma develop that required no intervention beyond a manual hold. The coronary procedure was completed and the patient was transferred off the table to the transport stretcher and pulled the pump out of position. The pump pulled at the table despite being appropriately secured/tuohy closed. The team made decision not to recross the valve wirelessly, and rather to explant the pump and achieve groin hemostasis with the manta closure device. The pump was not replaced as the patient was stable post explant.

Manufacturer narrative:
The clinical narrative was inadvertently omitted from the initial report. Accordingly, a correction report is being submitted to update b5 (event description) to include the clinical narrative.